Event description:
The event is reported as: the screw is loose by the handle. This was reported during the cleaning process. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval.